Event description:
The advocate stated that the customer's glucose was tested using her contour meter and another meter. The contour read 211 mg/dl, while the other meter read 90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot the contour system at the time of the call. No product will be returned at this time.